Event description:
It was reported that the patient's friend found the patient lose consciousness and called the ambulance to transport the patient into a hospital. The patient was admitted into the intensive care unit (ICU) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached around 1100 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with being on life support for 4 days and then later, put into the recovery room for 5 days. The patient was discharged on (B)(6) 2026. The pod was removed and was no longer in the patient's possession.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported patient transport by the ambulance, admittance into the intensive care unit (ICU), loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.